Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coating flaked off the nitinol guidewire and a new guidewire was used. It was unknown whether the event included extra operation or drug therapy.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The guidewire was returned with the original packaging. The sample was found to have the coating cut off in a small section of the tip the guidewire, as well as a kink on the distal end; as this was not reported by the customer and it is unknown if this occurred during shipment for evaluation as a result of removing the guidewire from the protective sheath a new complaint will not be created. Although a specific cause cannot be determined, potential root causes for this event could be, "inadequate material selection, and/or bonding between layers, degradation". As no patient involvement was reported the device was not used, however it is intended for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." The actual/suspected device was evaluated.

Event description:
It was reported that the coating flaked off the nitinol guidewire and a new guidewire was used. It was unknown whether the event included extra operation or drug therapy. Per follow up information received via ibc on 07nov2022, it was stated that there was no patient involvement.